Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported her blood glucose was 458 mg/dl, which she treated with the insulin pump. She received a battery out limit alarm after the batteries were out of her insulin pump greater than duration allowed by the pump. It was explained to her that this is normal behavior for the insulin pump. Nothing further was reported.